Event description:
It was reported that this patient experienced an atrial fibrillation (af) episode due to atrial under sensing and far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: d284drg, implantable cardioverter defibrillator, (B)(6) 2010; model: 694765, implantable tachy lead, (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission showed episodes of atrial undersensing during atrial tachycardia and when the patient was in sinus rhythm there was some far field r-wave oversensing. Programming options were discussed and the atrial lead remains in use. No patient complications have been reported as a result of this event.